Event description:
The hospital reported that during several endoscopic vein harvesting procedures, there was excessive smoke in the tunnel when using the vasoview hemopro 2. The reporter stated that the case was completed with a new kit. There were no pt effects reported. No specific event date or lot number was provided. No product is being returned, as it was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. Internal file number - (B)(4).